Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 209mm distal to the strain relief. The bumper tip of the device was examined and damage was noted on the tip which appeared to have been kinked. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found two stent struts stretched on the distal edge of the crimped stent. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via an artery in the right side. The 85% stenosed, 20mm x 2.5mm, concentric target lesion containing a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre-dilatation with a 2x12 non-bsc balloon catheter, a 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again several times but the device could still not cross the lesion the procedure was then completed with a 2.50x20mm promus premier stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.